Event description:
The customer reported 12-lead ECG v6 signal loss.

Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG v6 signal loss. There was no report of pt impact. The philips field service engineer reported having evaluated the device, confirmed the issue, and resolved the issue by replacing the lead set.